Manufacturer narrative:
The subject device was returned to olympus medical sys corp for evaluation. The evaluation confirmed that probe broke down at 16mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the results of the investigation, omsc concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, since surgeon continued to use the device, the probe tip was broken. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic rectal amputation. After about 1 hour use, probe damage error message was displayed. After that, the probe of the device was broken and the broken tip fell inside the pt. The tip was retrieved. The procedure was completed with anther thrunderbeat device. There was no pt injury reported without this event.